Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "implant exchange due to the patient's concern with the product." Company representative later reported on behalf of physician, capsular contracture baker grade IV. This record is for right side. The device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ anxiety product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ crease/folding of implant: creases were observed. ¿ deflation ¿ ndr and use error: observed 1 opening assessed as surgical damage per rga. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "implant exchange due to the patient's concern with the product." Healthcare professional later reported capsular contracture baker grade IV. Healthcare professional additionally reported "any creases" and use error. Healthcare professional also reported deflation which is not device related. The device has been explanted and replaced.